Event description:
Journal reference: klempirova o, jech r, urgosik d, et al. Deep brain stimulation of the subthalamic nucleus and cognitive functions in parkinson's disease.med rep. 2008; 108(4): 315-323. Deep brain stimulation of the subthalamic nucleus (dbs/stn) is an effective treatment for motor symptoms in advanced parkinson's disease (pd). However, it is less clear how dbs/stn affects cognitive functions. We investigated pd patients (male, female. Mean pd duration 15+/-4 years) who received bilateral dbs/stn. Neuropsychological assessment was done before the surgery and at least 12 months after dbs implantation. The patients were examined in their optimal motor status. Reportable event: after bonferroni data correction, there were only significant differences in delayed recall and delayed recognition in lm (logical memory), st-w (stroop test-naming of color print of non-color words) and st-cw (naming of color print of color words) remained significant and there remained only trends towards significance in immediate recall in lm and in vf (verbal fluency) tests.